Manufacturer narrative:
D4: expiration date: the product expires may 2029. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) blood recipient sets had the part (luer) "where you screw the infusion set" to the intravenous (IV) access loose; the IV set was "stuck" in the IV access. This was observed during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in june 2024. H11: the actual device was not available; however, photographs of the samples and retention samples were provided for evaluation. Visual inspection of the photo and retention samples did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed on the retention samples, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.